Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor exhibited unspecified oversensing issue along with a transmission anomaly. Despite the issue, the transmission was successfully recorded. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited post-sense t wave oversensing and sensing noise, along with a transmission anomaly. Despite the issue, data was successfully recorded. No intervention was performed. The patient was in stable condition.